Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported event. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine maintenance of the subject device by olympus service operation repair center (sorc), it was found that the watertightness of the forceps elevator was not maintained.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (watertightness failure of the forceps elevator) could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon might be caused by the excessive load being applied to the distal end of the subject device. If additional information is received, this report will be supplemented.